Event description:
This is filed for single leaflet device attachment (slda) with recurrent mitral regurgitation, and requiring intervention. It was reported that this was an emergent mitraclip procedure performed on (B)(6) 2022, treating functional mitral regurgitation (mr) of grade 3-4. The patient was admitted with a previously placed balloon pump. Patient anatomy included a slightly rotated heart. One clip was implanted and the mr was reduced to grade 1. On (B)(6) 2022, the patient was re-hospitalized for a non-mitraclip procedure and echocardiogram was performed. A single leaflet device attachment (slda) was noted, with the clip detached from the posterior leaflet. The mr had increased to grade 3-4. The patient underwent a second mitraclip procedure on (B)(6) 2022. One clip was implanted and the mr was reduced to grade 1. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The reported patient effect of mitral regurgitation (mr) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. The mitral valve insufficiency/ mr appears to be due to the slda. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.